Manufacturer narrative:
H3 device evaluated by MFR: the 14f isleeve introducer sheath without the dilator was returned for device analysis performed by a bsc quality engineer. Visual and microscopic inspection identified a kink in the 14f isleeve introducer sheath at 21cm, seam expansions of all three seams, and tearing of the sheath tip at two seam lines consistent with device usage. The reported difficulty removing the 14f isleeve introducer sheath could not be replicated.

Event description:
It was reported that vessel trauma occurred. Procedure summary during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a transfemoral approach. The mildly calcified native aortic annulus measured 23.6mm in diameter. A 14f isleeve introducer sheath was placed and safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 22mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size medium acurate neo2 valve was prepared and difficulty was experienced loading the acurate neo2 valve onto an acurate neo2 transfemoral (tf) delivery system (ds) (lot 30740356). The acurate neo2 valve was successfully loaded a during a second attempt in accordance with the IFU. The acurate neo2 tf ds (lot 30740356) was advanced. When the acurate neo2 tf ds (lot 30740356) was visualized in the ascending aorta, it was observed the acurate neo2 valve was misloaded. Under fluoroscopic guidance, the physician withdrew the acurate neo2 system until the tip of acurate neo2 valve stabilization arches were at the edge of the 14f isleeve introducer sheath. Resistance was encountered when attempting to remove the acurate neo2 system and 14f isleeve introducer sheath from the patient as a unit. The 14f isleeve introducer sheath was removed from the right femoral artery and a 24f non-bsc sheath was inserted in the left femoral artery. The acurate neo2 system was advanced through the right femoral artery to the left femoral artery and into the 24f non-bsc sheath. The acurate neo2 valve was successfully removed from the patient through the 24f non-bsc sheath. With the acurate neo2 valve outside of the patient anatomy, the misloading of the acurate neo2 valve was confirmed when rotation of knob 1 of the acurate neo2 tf ds (lot 30740356) resulted in detachment of the acurate neo2 valve. Knob 1 of the acurate neo2 tf ds (lot 30740356) was closed and the acurate neo2 tf ds (lot 30740356) was removed from the patient anatomy through the right femoral artery access site. A 20f non-bsc sheath was placed in the right femoral artery. A new size medium acurate neo2 valve was prepared and loaded onto a new acurate neo2 tf ds (lot 31129806) in accordance with the IFU. The acurate neo2 valve was released at the intended location with a low mean gradient of 3mmhg and trace paravalvular leak. The patient experienced hypotension and bleeding occurred at the right femoral artery. A non-bsc vascular stent was placed to address vascular damage. The procedure concluded and the patient was transferred to recovery. Patient summary the patient remains under physician monitoring. It was further reported that during loading of the acurate neo2 valve onto the acurate neo2 tf ds the attachment of the pins and hooks were verified multiple times prior to introducing the devices into the patient. On an unspecified date, the patient was discharged from the hospital. The patient has recovered.

Event description:
It was reported that vessel trauma occurred. Procedure summary: during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a transfemoral approach. The mildly calcified native aortic annulus measured 23.6mm in diameter. A 14f isleeve introducer sheath was placed and safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 22mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size medium accurate neo2 valve was prepared and difficulty was experienced loading the accurate neo2 valve onto an accurate neo2 transfemoral (tf) delivery system (ds) (lot 30740356). The accurate neo2 valve was successfully loaded a during a second attempt in accordance. The IFU and the accurate neo2 tf ds (lot 30740356) was advanced. When the accurate neo2 tf ds (lot 30740356) was visualized in the ascending aorta, it was observed the accurate neo2 valve was misloaded. Under fluoroscopic guidance, the physician withdrew the accurate neo2 system until the tip of accurate neo2 valve stabilization arches were at the edge of the 14f isleeve introducer sheath. Resistance was encountered when attempting to remove the accurate neo2 system and 14f isleeve introducer sheath from the patient as a unit. The 14f isleeve introducer sheath was removed from the right femoral artery and a 24f non-bsc sheath was inserted in the left femoral artery. The accurate neo2 system was advanced through the right femoral artery to the left femoral artery and into the 24f non-bsc sheath. The accurate neo2 valve was successfully removed from the patient through the 24f non-bsc sheath. With the accurate neo2 valve outside of the patient anatomy, the misloading of the accurate neo2 valve was confirmed when rotation of knob 1 of the accurate neo2 tf ds (lot 30740356) resulted in detachment of the accurate neo2 valve. Knob 1 of the accurate neo2 tf ds (lot 30740356) was closed and the accurate neo2 tf ds (lot 30740356) was removed from the patient anatomy through the right femoral artery access site. A 20f non-bsc sheath was placed in the right femoral artery. A new size medium accurate neo2 valve was prepared and loaded onto a new accurate neo2 tf ds (lot 31129806) in accordance with the IFU. The accurate neo2 valve was released at the intended location with a low mean gradient of 3mmhg and trace paravalvular leak. The patient experienced hypotension and bleeding occurred at the right femoral artery. A non-bsc vascular stent was placed to address vascular damage. The procedure concluded and the patient was transferred to recovery. Patient summary: the patient remains under physician monitoring.